Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff observed arcing coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and mcs tip cover accessory have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Several attempts to obtain additional information from the site have been made concerning the reported event; however, no other information has been provided. A follow-up MDR will be submitted if the instrument and/or tip cover accessory is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the clevis and tube extension did not exhibit any damage due to arcing. In addition, arcing from the instrument and intuitive surgical in-house tip cover accessory installed was not observed.